Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a low drain volume (ldv) alarm during initial drain on the homechoice (hc). The caregiver (cg) reported she saw small air bubbles in the patient line. Technical service representative (tsr) had the cg start the drain. Cg stated most of the small air bubbles have gone down the patient line. Hp drained out 1404 ml and the hc moved to the fill 1 of 3 and the hp continued with the therapy. The cause of the air in the line was undetermined. No patient injury or medical intervention was reported.

Event description:
A baxter service technician reported finding a colleague infusion pump with a defective stop key on the pumphead module keypad. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. Uim master software versions with a software configuration number ending in 5.09.90 will be categorized as remediated.

Manufacturer narrative:
(B)(4). During service, a "defective stop key on the pumphead module keypad" was discovered. The pump head module (phm) key pad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, mdq-CAPA-(B)(4) that is associated with this report.